Event description:
The patient reported experiencing elevated blood glucose at 466 mg/dl. The patient felt that her infusion device was under-delivering insulin. The patient switched over to her back-up device, so no additional troubleshooting could be conducted on the pt's primary infusion device. The pt switched to her back-up infusion device to help with her elevated blood glucose. The patient did not report any symptoms with her elevated blood glucose. The pt's normal blood glucose range was not provided. The pt also stated, that she changes her infusion set tubing every 9 days. She was educated on changing her tubing every 6 days. The pt did not report assistance by a healthcare professional or second party to address the issue. Product has been requested for return to be evaluated.